Manufacturer narrative:
(B)(4). Device not available.

Event description:
A customer contacted baxter's technical service center regarding a caution negative ultrafiltration (uf) alarm in drain 4 of 4 on the homechoice (hc) and was requesting to bypass to the end of therapy. The fill volume was 2000ml and the drain volume was 4150ml. This drain volume meets increased intra-peritoneal volume (iipv) criteria. The home patient (hp) stated he bypassed a lot of drain cycles. The technical service representative (tsr) followed up with the nurse who reported she had instructed hp to bypass after he checked the drain volume to make sure he drained enough solution. Rn will follow up with the hp. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Additional information: the device was not returned to baxter, precluding further device investigation. As a result, a cause of the reported difficulties could not be determined. However, the customer report of bypassing multiple times during therapy, a caution: negative ultrafiltration (uf) alarm, and a negative uf volume of -1622 ml during the cycle prior to the increased intra-peritoneal volume (iipv) would suggest that the customer had inappropriately bypassed a caution: negative uf alarm and bypassing a caution: negative uf alarm can leave fluid in the peritoneal cavity and result in an iipv situation. A review of the previous service record, (B)(4) 2009, shows the device passed all required tests and calibrations prior to its release from the tampa bay facility. No issues were identified that may have contributed to the issues of iipv or low uf alarm. The device has not been previously returned for any issues related to iipv or low uf alarm. A labeling review was performed and labeling was found to be sufficient for the potential use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through ((B)(4)).